Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the haptic tore. The lens was removed with no patient injury. Another same type lens was implanted and sutures were required to close the incision.

Manufacturer narrative:
Eval results: visual inspection of the returned product found the lens optic torn into pieces and both haptics torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.